Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the ise (ion selective electrode) ratio pump to resolve the leak issue and the erratic na (sodium) qc (quality control) recovery issue. The fse returned the ratio pump for further investigation and evaluation. The ratio pump was evaluated and evidence of damage and leak was confirmed on external and internal components. (B)(4).

Event description:
The customer reported erratic qc (quality control) recoveries for na (sodium) on their unicel dxc 800 pro synchron system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer evaluated the instrument and discovered evidence of a leak from the ise (ion selective electrode) ratio pump. The operator was wearing personal protective equipment at the time of the event and there was no report of injury or direct exposure to the leak.